Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated that the event date was on 2025-04-10. The patient stated that after troubleshooting with the tech service, the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: a820, product type: software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine, ketamine , and morphine drug via an implantable pump for spinal pain indications for use. It was reported that it took a long time to complete a bolus and 'it won't connect for forever.' The patient representative mentioned that they saw a screen that says, 'do you want to quit or wait andit take minutes to connect,' which the agent understood as 'myptm app not responding, close application or wait' message. The patient's wife came on the line and clarified that it took a long time to connect to the pump and deliver a bolus and 'it will stay on 79% for minutes and then a white screen comes up and said to try another time.' The patient representative mentioned that the last time the patient went to the doctor, the doctor told the patient that the handset needs to be replaced and updated. When the agent inquired event date, patient representative stated, 'I've noticed it in the last 6 months or so, it kept getting slower and slower and slower and at last refill, we told the doctor.' The patient gets refilled 'like every 6 weeks' and their next refill is on 2025-04-26, so their last refill was like 6 weeks prior to that date. When the agent inquired pump med, the patient representative stated that morphine was the main one, and ketamine was a supplement and bupivacaine was also in there. The patient representative stated that 'I don't know the percentages but it's small. He was being micro-dosed.' The agent assisted the patient representative in clearing data from the application. It was noted that prior to clearing data, the patient's data was 2.64 mb.